Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Power error detected alarm due to j6 connector resistance issue.

Event description:
Customer reported via phone call that the insulin pump had a power error detected alarm. The customer¿s blood glucose was 311mg/dl. Troubleshooting nor performed. The insulin pump will be returned for analysis.